Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium, potassium, and chloride results on their c501 analyzer. The customer stated they were getting high results sporadically from (B)(6) 2013 until (B)(6) 2013. The customer provided data for two patients with discrepant results that were reported outside the laboratory. The first patient's initial sodium result was 153 mmol/l. The repeat result from a second c501 analyzer was 132.9 mmol/l. The first patient's initial potassium result was 5.3 mmol/l. The repeat result from a second c501 analyzer was 4.7 mmol/l. The first patient's initial chloride result was 83 mmol/l. The repeat result from a second c501 analyzer was 102 mmol/l. On (B)(6) 2013, the second patient, a (B)(6) female, had a sample tested. The second patients' initial potassium result was 5.7 mmol/l. The repeat result from a third c501 analyzer was 3.8 mmol/l. The patients were neither treated nor harmed by the discrepant results. There were no adverse events. The sodium, potassium, and chloride electrode lot number and expiration dates were requested but not provided. The field service representative could not find a cause and he could not duplicate the issue. He performed an ise check without issues. He performed a precision test with results within specification. The instrument was operating within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A definitive root cause could not be determined. An instrument malfunction could not be determined.